Event description:
The representative reported that two dbs leads had been placed for a stage 1, dbs lead implant procedure. The following day the patient had one seizure in the hospital; it was unconfirmed if it had been a grand mal seizure or if the patient had a history of seizures. The physician suspected swelling at the left lead implant site in the brain; MRI testing was considered and compatability information had been reviewed. During implant, end caps and accessory boots had been placed at the proximal end of both leads. The ins was not implanted. The patient had been discharged to home from the hospital; he was "doing ok, but was still a little foggy from the events" at the time of his release. Device specific information was not available at the time of the report. Additional information has been requested from the representative.

Manufacturer narrative:
.